Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was squirting out and insulin pump had a compromised forced sensor system. Customer¿s blood glucose value was 203 mg/dl. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. Customer decline troubleshooting for high blood glucose. The insulin pump will return for the analysis.

Manufacturer narrative:
Device alarmed a33 during rewinding due to loose or protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to a33 alarm during the rewind test.